Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes loss of capture and lead fracture as confirmed by fluoroscopy. According to the electrophysiologist, the patient's surfing activities led to the lead fracture. The patient had a history of fractured leads.